Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited noise that was over-sensed by the device. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.